Event description:
It was reported that an alarm 2 and an alarm 26 occurred, indicating an occlusion issue. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed to perform several actions such as adjusting the t:lock, delivering boluses, and replacing supplies. The customer successfully completed a bolus and planned to replace the insulin site and cartridge later. Despite attempts by the support team to reach the customer for follow-up, no further contact was made.